Event description:
The manufacturer received information from a customer that a trilogy ev300 device failed an active exhalation verification: s (+) p (+): pilot: reading test. There was no serious patient harm or injury that occurred or was reported. A field service engineer confirmed the problem, but the customer does not want to move forward with any repair at this time. No additional work was performed. A final report is being submitted. If additional information becomes available, a supplemental report will be filed.